Manufacturer narrative:
Additional information was received: no difficulties were encountered during the initial implant procedure. No difficulties noted during advancement or deployment of the device. Unknown what anti-platelet or anti-coagulation therapy the patient was on. The patient was treated again in mid-(B)(6) 2025. The surgeon stated: ¿patient presented in (B)(6) with tight stenosis in left side. Untreated until (B)(6) due to other reasons in (B)(6) 2025-the clot (three-month-old) was removed and stenosis treated with vbx stent (gore) it appears that some of the clots have trashed the left internal iliac artery but there still remains flow.¿ the graft remains in situ and therefore was not returned for evaluation. However, images were provided and reviewed by clinical personnel and the following was determined "I can confirm that the external iliac artery (eia) limb of the l. Zbis is occluded with thrombus on the CT scan we have from (B)(6) 2025. From the report, this scan would have been just before the thrombectomy was performed, along with relining with a gore vbx stent. I gather that there was thrombus in the iliac artery at the time of the procedure. We don¿t have the result of the follow-up imaging from the secondary procedure at this time, but that doesn¿t change the occurrence of the thrombosis, which occurred about 10 months after the zbis was implanted. Most likely cause would have been spontaneous thrombosis due to patient-related factors, eg hypercoagulable state, or inadequate anti-platelet medication.". Review of the device history record for lot number a1169141 found the work order appeared complete and the quality control inspection was verified to ensure that the device passed inspection. No non-conformances or temporary deviations were recorded at the time of manufacture. Review of specifications found that there are a number of controls and processes in place that would identify faulty product prior to shipping. Review of the instructions for use (IFU) supplied with the device for general information found it to contain appropriate warnings, precautions, and instructions to the user, including: 5 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow and corrosion graft or native vessel occlusion 7 patient counseling information the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e. G., endoleaks, enlarging aneurysms, or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. There is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. A definitive root cause could not be determined from the investigation. Possible causes are: graft is prone to thrombus formation. Patient related factor inadequate use of anticoagulants. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints.

Event description:
Almost 10 months after an implant procedure for a single fenestrated device, incorporated bifurcated graft, ibd and 2x zisl 16-42 grafts: thrombosed ibd (distal end) was reported.

Event description:
Almost 10 months after an implant procedure for a single fenestrated device, incorporated bifurcated graft, ibd and 2x zisl 16-42 grafts: thrombosed ibd (distal end) was reported.